Event description:
A malfunction alarm with malf 24 code was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump or switch to multiple daily injections (mdi) for insulin therapy until the replacement arrives.